Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There were multiple air detected in cassette warnings in fill 3 of 6. Treatment was stopped and fluid was seen inside the cassette door. The film on the back of the cassette is loose. The patient reverted to manual treatment and was told to contact the pd nurse. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to let the cycler dry overnight and has continued using since the event with no further issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There were multiple air detected in cassette warnings in fill 3 of 6. Treatment was stopped and fluid was seen inside the cassette door. The film on the back of the cassette is loose. The patient reverted to manual treatment and was told to contact the pd nurse. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to let the cycler dry overnight and has continued using since the event with no further issues.